Event description:
It was reported that the patient had been hospitalized at the same facility since (B)(6) 2026 and was experiencing a severe infection localized at the implanted device. The treating physicians had advised that there was no technical option for device replacement and no available therapeutic intervention that would result in a curative outcome.

Manufacturer narrative:
E1, reporter establishment name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.